Event description:
Customer was using a rental scooter when she alleges the throttle stuck and she ran into her daughters foot; injury occurred.

Event description:
Customer was using a rental scooter when she alleges the throttle stuck and she ran into her daughters foot; injury occurred.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Only the throttle pot and lever were returned for evaluation. Per the throttle pot manufacturer's (cts) report, the root cause was a deformed drive plate which precipitated a build up of plating which caused the throttle pot to stick. Further cited in the report, cts instituted process improvements in november 2013 to remediate the issue.